Event description:
In 2008, the patient reported that he continued to receive e4 (occlusion) errors on his infusion device and his blood glucose is elevated to 350 mg/dl as a result. To troubleshoot, the patient was instructed to disconnect from this infusion site and perform a 3 unit bolus. He was able to do so without error. The patient was advised to change his infusion site. He stated that he had already changed the insulin cartridge, infusion tubing, and infusion site. He stated that he does have a large amount of scar tissue. He was sent an infusion set with a longer cannula length. Upon follow up on two days later, the patient stated that he continued to experience e4 errors after changing the infusion site and he believes the issue is the infusion device. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.